Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12231. It is unknown which lead was explanted, both are being reported. It was reported the physician explanted and replaced the migrated lead on (B)(4) 2016. Additionally, it was reported the patient's lead appeared to be fractured. The patient receives effective stimulation therapy.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12231. Note: the leads are placed peripheral, off label use. It was reported the patient's scs system is autoreducing. A sjm representative met with the patient and invalid impedances were observed during system troubleshooting. The patient stated the issue started following extra physical activity. The representative reprogrammed the patient's scs system. Follow-up identified images taken showed one of the leads appears is "bunched up". Additional follow-up identified the stimulation therapy is providing effective coverage to the patient's right foot, but the left foot stimulation is not as effective. The patient also has swelling and pain in her foot. The patient is pending a follow up appointment with the physician, as surgical intervention may be taken to address the issue.